Event description:
The customer reported the system suddenly shut off and a reboot was not able to bring it back up. There is no report of death or serious injury associated with this complaint.

Manufacturer narrative:
A ge service representative performed an investigation. It was found that the system was contracted to a third party for repairs. No conclusion can be drawn.